Event description:
In (B)(6) 2016 when the consumer was sleeping and not charging the implantable neurostimulator (ins), a strong shocking sensation woke her up. The patient also reported that on the night prior to the report, she felt the shocking sensation again while charging the ins and felt ¿strong tingles¿ in the right hip area, which she never felt there before. It was noted that the tingles went away, the patient then felt strong tingles down their left leg so they decided to stop charging and turned off the stim. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-feb-03. The patient reported that they had not felt the strong shocking sensation and the strong tingles since the initial report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.